Manufacturer narrative:
The reported event that the pointer tip was broken off was confirmed through the device inspection. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that the tip of the device broke during testing conducted at the user facility. As the event occurred during testing, no patient involvement, delays, adverse consequences, or medical interventions were reported with the event.

Event description:
It was reported that the tip of the device broke during testing conducted at the user facility. As the event occurred during testing, no patient involvement, delays, adverse consequences, or medical interventions were reported with the event.